Event description:
Reporter alleged blood glucose measured 327 mg/dl at 9:53 pm back to back with a result of 132 mg/dl when testing was performed at 9:55 pm. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.